Manufacturer narrative:
(B)(4). Batch # p5554a. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 3/13/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon was on fifth or sixth firing and noticed firing sequence was very slow and they heard a "crunching" sound during the sequence. After the firing was complete they opened up the jaws and noticed that no staplers had been formed on the stomach side of the cut. All staples were formed on the specimen side of the cut. Reload was a gold gst60d. After grasping the cut stomach, the surgeon opened a new stapler and reload (gst60g) and completed the case by firing over the open stomach. There were no adverse consequences for the patient.